Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the burr hole fixing screw was confirmed to be bent because it could not be inserted straight when it was fixed. It could not be determined if it was bent from the time of shipment or it was bent when it was fixed. The same product was opened and fixed. There was no impact on the patient. The issue was resolved.